Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, the non-clinical activity was during the unit check of the device.

Event description:
It was reported that during use of the device for a non-clinical activity, the electronic patient gas system (epgs) prompted for recalibration after successfully calibrating. As a result, the epgs was replaced with another epgs. There was no patient involvement.

Manufacturer narrative:
Updated blocks: d9 and h3. H3: 81 evaluation is progress, but not yet concluded.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs passed the initial calibration. The oxygen (o2) blends were set to various fraction of inspired oxygen (fio2) setpoints and each setpoint was checked at three flow rates. The epgs held steady and accurate blends. It was determined that the epgs met specification. The service repair technician (srt) could not duplicate the reported complaint. The epgs was powered up, calibrated successfully, and all tests passed. The o2 sensor was replaced as a precautionary measure. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.